Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a communication error message when the caller was attempting to use the analyzer. The caller was advised to disconnect the analyzer and put it back in to the port, which resolved the issue. The programmer was restored to service. No patient complications have been reported as a result of this event.